Event description:
It was reported that this was an unknown surgery performed on (B)(6) 2023. After surgery, the proti t-pal was found to be slightly backed out. On (B)(6) 2023, a removal surgery was performed and the proti t-pal was removed. The affected area was re-fixed with a cage that was 1 mm higher than the one previously used. It was also found that the screw at s1 was loose. The removal surgery was completed successfully with no surgical delay. No further information is available. This complaint involves one (1) device.

Manufacturer narrative:
Root cause cannot be determined with the information provided. The complaint device was not returned and lot identifying information was not provided, so neither a device evaluation nor a DHR review for lot related non-conformances could be performed. A historical data review was conducted. In 36 months, there have been a total of 10 complaints of which 2 were for a similar issue. There have been no capas or non-conformances related to the complaint event. As the complaint event was described, a successful refixation with a cage that is 1mm higher than the originally implanted device indicates that the implant size selected by the surgeon during the initial placement was too small.